Event description:
It was reported that multiple bd¿ luer lok syringes had particulate matter contamination, product damage, inclusions, and scale marking issues prior to use. It was reported that from lot number 7206974, 40 syringes were found with particulate matter / contamination, 70 were damaged, 36 with inclusions and 174 with scale marking issues. From lot number 7206988, 3 syringes were found to be damaged, 1 with inclusions and 106 with scale marking issues. From lot number 7206990, 3 syringes were found with particulate matter / contamination, 13 were damaged, 3 with inclusions and 12 with scale marking issues. From lot 7227658, 45 syringes were found with particulate matter / contamination, 110 were damaged, 6 with inclusions and 197 with scale marking issues. From lot 7227702, 1 syringe was found to be damaged and 1 syringe was found with inclusions. From lot number 7227712, 16 syringes were found with particulate matter / contamination, 54 were damaged, 25 with inclusions and 368 with scale marking issues.

Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that multiple bd¿ luer lok syringes had particulate matter contamination, product damage, inclusions, and scale marking issues prior to use. It was reported that from lot number 7206974, 40 syringes were found with particulate matter / contamination, 70 were damaged, 36 with inclusions and 174 with scale marking issues. From lot number 7206988, 3 syringes were found to be damaged, 1 with inclusions and 106 with scale marking issues. From lot number 7206990, 3 syringes were found with particulate matter / contamination, 13 were damaged, 3 with inclusions and 12 with scale marking issues. From lot 7227658, 45 syringes were found with particulate matter / contamination, 110 were damaged, 6 with inclusions and 197 with scale marking issues. From lot 7227702, 1 syringe was found to be damaged and 1 syringe was found with inclusions. From lot number 7227712, 16 syringes were found with particulate matter / contamination, 54 were damaged, 25 with inclusions and 368 with scale marking issues. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. There was no documentation of issues for the complaint of the following lot #s during the production run: 7206988, 7206990, 7227658, 7227702, 7227712. There was a documentation issue for the complaint of the lot# 7206974 for missing print.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7206974 , medical device expiration date: 07/31/2022, device manufacture date: 07/25/2017. Medical device lot #: 7206988 , medical device expiration date: 07/31/2022 , device manufacture date: 07/25/2017. Medical device lot #: 7206990 , medical device expiration date: 07/31/2022 , device manufacture date: 07/25/2017. Medical device lot #: 7227658 , medical device expiration date: 08/31/2022 , device manufacture date: 08/15/2017. Medical device lot #: 7227702 , medical device expiration date: 08/31/2022 , device manufacture date: 08/15/2017. Medical device lot #: 7227712 , medical device expiration date: 08/31/2022 , device manufacture date: 08/15/2017.

Event description:
It was reported that multiple bd¿ luer lok syringes had particulate matter contamination, product damage, inclusions, and scale marking issues prior to use.